Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilator's memory logs and replaced the ifm (inspiratory flow module) pcb (printed circuit board). After repair, the ventilator passed all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 980 ventilator went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator without harm.